Event description:
The cushion was being used on a tdxsp-cg. The customer's wife alleges after less than 3 weeks of usage, her husband developed a stage 2 pressure sore. The cushion was exchanged with a gentle contour airflow cushion. The customer's wife alleges this cushion is worse than the original cushion and her husband has between a stage 3 and 4 pressure sore on his coccyx.

Manufacturer narrative:
Consumer developed a pressure sore using a cushion and dealer had replaced the cushion with another in attempt to meet their customer's need an in doing so allegedly worsened the irritation. The flovair cushion is not designed for use in the treatment of pressure sores. MFR's operation instructions state skin conditions should be checked very frequently after the installation of any new cushion. The prod specification is 250 lbs and users weight is reported to be 250 lbs. No history to suggest prod problem. MDR filed based on injury.